Event description:
Information received from the field notes ventricular over- sensing. The device was programmed to unipolar sensing to avoid an artifact possibly originating from an abandoned lead. The patient was in her own escape rhythm.